Event description:
The pt is a 60 year old white female who had a history of bilateral subcutaneous mastectomy in 1974 for fibrocystic disease. The mastectomy deformity was immediatelly reconstructed with co's implant on top of the muscle on 5/1/74. The right implant was hard within weeks after surgery. She had open capsulotomies in 1978 and 1980 to treat contracture without resolution. In 1990, she developed pain under the right breast in the inframammary area which is severe and constant requiring tegretol and a tens unit to keep it under control. This pain continued to the present time. She also has lower back shoulder, finger, toe, joint pain and muscle aches which have been diagnosed as fibrositis. The pt also has dry eyes, dry mouth. On physical examination, she has clas IV capsular contracture on both sides. Xeromammogram examination shows calcification of the capsule. As a result of probable ruptured implants, significant chest wall pain as well as systemic symptoms that may be related to silicone, it is medically necessary to remove both implants.